Event description:
There was some difficulty while deploying the stent that was being placed. A portion of the pushing catheter of the device detached and adhered to the stent. Upon removal, the hydra jagwire was frayed and unable to be removed from the pushing catheter.